Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in a mildly tortuous vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated three times at 8 atmospheres each for 1 minute. However, during the third inflation, the balloon ruptured. The device was removed and a pinhole on the balloon was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.